Event description:
Libre freestyle glucose testing system is faulty, gives reading 60 to 100mg off. The FDA approved this product and needs to take it off the market before someone dies from overdosing on insulin. Take the device off the market and re-test. Dates of use: (B)(6) 2018. Diagnosis or reason for use: testing glucose.